Manufacturer narrative:
Device used for treatment not diagnosis. This report is for two unknown cortex screws with unknown lot numbers. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
It was reported patient was treated on an unknown date for distal tibia fracture with 3.5mm anterolateral plate and screw fixation. On a later unknown date, patient reinjured the tibia, and the injury caused several screws or screw shafts to break. Patient was returned to or on 10/4/13, and the surgeon removed and replaced the broken screws. The plate was intact and was left implanted. This report is for unknown cortex screws. This is report 1 of 2 for complaint (B)(4).